Manufacturer narrative:
A2: patient's exact date of birth is unknown; however, it was reported that the patient was born in 1974. H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. H11: block a1 (patient identifier), block b5, block e1 (initial reporter address 1, initial reporter address 2, initial reporter city, and initial reporter zip/post code), block h6 (device codes), and block h11 have been updated based on the additional information received on january 8, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat gastroesophageal reflux during a constriction of cardia procedure performed on (B)(6) 2024. During the procedure, the first and the second bands were deployed normally; however, the third band could not be deployed and got twisted together. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 8, 2025: the speedband superview super 7 was used in the esophagus during a gastroesophageal reflux procedure treatment. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block a2: patient's exact date of birth is unknown; however, it was reported that the patient was born in 1974. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned without the bands attached to it. In addition, the ligator housing teeth and suture were found in good condition. The handle had marks of the trip wire indicating that it was secured. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed. Upon analysis, the returned ligator housing had no bands attached, and the ligator housing teeth and suture were in good condition. There is no evidence that could identify of either the alleged problems or any defect on the returned device. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat gastroesophageal reflux during a constriction of cardia procedure performed on (B)(6) 2024. During the procedure, the first and the second bands were deployed normally; however, the third band could not be deployed and got twisted together. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 8, 2025. The speedband superview super 7 was used in the esophagus during a gastroesophageal reflux procedure treatment. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat gastroesophageal reflux during a constriction of cardia procedure performed on (B)(6) 2024. During the procedure, the first and the second bands weredeployed normally; however, he third band could not be deployed and got twisted together. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: it was reported that the speedband superview super 7 was used in the cardia; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.